Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited leakage from switches. The device was returned and an evaluation at the repair center revealed blockage of the air/water nozzle with foreign debris. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The returned device was evaluated and customer allegation was confirmed. A comprehensive leakage check was completed and the device was confirmed to be leaking from the switch (1) one. Additionally, it was noted, the light guide cover glass was chipped. Light guide lens /objective lens glue was worn out. Distal end cap and distal end glue was worn out. Suction cylinder color ring was worn out. Water ingress at scope connector. Angulation was out of specification and exhibited play. Water flow and water removal ability was out of specified value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to a leak problem occurring in the switch, so reprocessing could not be completed and foreign matter remained in the air and water nozzles. According to the instructions for use (IFU), there is the following description to contact olympus when a leak is discovered. So it's not a departure from IFU to abort reprocessing when a leak occurs. No deviation from IFU in user handling/reprocessing was observed. The event can be detected/prevented by following the instructions for use which state: "if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.